Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that air was seen in the tubing below the pump module during administration of cisplatin (accord) 80mg in 1127ml sodium chloride. The IV sets involved were sku# 11426965-04 and 22003-0004. It was also reported that the device displayed "tubing blocked inside pump" message. There was patient involvement and no harm.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: imdrf annex a, b, c d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported complaint of failure to alarm air-in-line was not confirmed through log review and was not reproduced during laboratory testing. Testing performed observed the suspect pump module passing the air in line threshold product analysis procedure and IV disposable set leak product analysis procedure pumping segment testing observed no anomalies. The results indicate the device was within specification. Internal inspection observed no anomalies with any of electrical or mechanical components. Review of the pcu event log showed that on (B)(6) 2024, between 12:12 pm and 12:45 pm a pump module s/n: (B)(6) (channel a) and the suspect pump module s/n: (B)(6) (channel b) were added, and the suspect device (channel b) was programmed at rate of 999ml/h, with vtbi = 1010ml. At 1:46 pm, the infusion completed on schedule and transitioned to kvo, pvi = 1010.01ml, then the user pressed channel b and changed the vtbi = 25ml, and the infusion was started. Between 1:48 pm and 1:49 pm, the infusion completed on schedule and transitioned to kvo, pvi = 1035.07ml, then the user pressed channel b and changed the vtbi = 25ml, and the infusion was started, the suspect pump module alarmed occluded fluid side, the user pressed key silence and pressed channel b, and the infusion was started. At 1:49 pm, pump alarmed air in line, the user pressed key silence and then pressed channel off, pvi = 1043.5ml. Between 2:14 pm and 2:15 pm, the user pressed channel b and was programmed at rate of 999ml/h with vtbi = 1150ml. Between 3:01 pm and 3:34 pm, the user pressed channel b and checked the volume duration, and the infusion was started, the user pressed key pause, and then pressed channel off, pvi = 2193.53ml. The bd alaris system with guardrails user manual v12.1.1 states: air detection algorithms aim to detect bubbles of approximately the setting size. Not all bubbles are exactly that size. Some bubbles smaller than the setting may trigger an alarm. Some slightly larger bubbles may not cause an alarm. The accumulated air-in-line alarm is designed to notify the user when many small bubbles pass the air sensor. Single bubbles that are too small to meet the single bolus air-in-line alarm threshold can pass the air sensor without causing a single bolus air-in-line alarm. An accumulated air-in-line alarm occurs when the percentage of air in a specific volume that passes the sensor is greater than or equal to the values designated. If air-in-line alarm has been detected: ensure tubing, ensure tubing is properly installed in air-in-line detector. If air is present, clear air from administration set. Press restart key, or press channel select key and then start soft key. The bd alaris system with guardrails user manual v12.1.1 states when a tubbing is occluded inside the pump module pumping chamber: close the roller clamp and open the door. Remove the tubing. Massage the tubing from the top to the bottom to restore the flow. Reload the set and close the door. Press the next soft key. Press the confirm soft key. Open the roller clamp and press the restart key. Verify the flow in the drip chamber after restarting the infusion. Change the set if you are unable to establish flow. According to the tip sheet ¿air-in-line alarms¿, it is indicating tips to deduce air-in-line (ail) alarms: when inserting the tubing into the ail detector, use a fingertip and firmly push tubing toward the back of the ail detector. To reduce the potential for nuisance, ail alarms, ensure that tubing is fully inserted in the ail detector. Allow solutions to warm to room temperature, if possible. (When infusing a chilled solution, air bubbles may form as cold solutions begin to warm). The system was being used for treatment purposes as intended per 21 cfr.820.198(d)(2). Note to repair center: device was disassembled for this investigation, please ensure proper assembly and re-torque all screws to specifications. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the probable cause of the reported complaint of failure to alarm air-in-line is being attributed to the single air boluses being too small to trigger at the 250 l single air bolus threshold. The suspect device was fully tested and found with no anomalies that would contribute to the reported complaint.

Event description:
It was reported that air was seen in the tubing below the pump module during administration of cisplatin (accord) 80mg in 1127ml sodium chloride. The IV sets involved were sku#: 11426965-04 and 22003-0004. It was also reported that the device displayed "tubing blocked inside pump" message. There was patient involvement and no harm.